Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a front panel led lighting failure and inside the insufflation connector was rusty. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation into the lighting, it is likely that the lighting was poor due to a failure of the light emitting diode on the front panel. However, a root cause was not identified. Based on the results of the investigation of the rusty connector, the cause could not be presumed and a root cause was not identified. Olympus will continue to monitor field performance for this device.